Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed a "poor pad contact" message. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file of the customer's report was provided. Review of the data file shows evidence of poor coupling between the patient and the electrodes. There are recurring check pads and poor pad contact messages. These are not device malfunctions, but user warnings to correct pad to skin contact. Analysis of reports of this type has not identified an increase in trend.